Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was monitored and functioning properly. Pump passed the dat at 0.8720 inches. Unit care link and pump history was downloaded successfully. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 14-jul-2025 listed on smartsolve due to insufficient data in the trace/history files. However, delivered boluses and recorded and verify at the pump history. Units were cut/open, and no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with battery tube threads - cracked and cracked case-corner of belt clip rails. Delivery anomaly-possible under delivery not confirmed. Unit passed required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported that the bolus was not delivered and received change sensor alert, calibration not accepted alert and noticed a significant discrepancy between the sensor glucose and blood glucose values. The blood glucose value at the time of the hyperglycemic event was 240 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-381a, mmt-1880, mmt-7020mla, mmt-332a. Troubleshooting was partially performed for difference between glucose values. The blood glucose value was 230 mg/dl and sensor glucose value was 60 mg/dl. Difference between sensor and blood glucose at time of event was not within the target range. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshoting was not performed for hyperglycemia it was unknown that the customer was using the pump for 48 hour before the reported event the customer was not using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-381a, mmt-1880, mmt-7020mla, mmt-332a.